Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a motor error alarm. The blood glucose at the time of the incident was 128 mg/dl. The customer was not able to complete rewind the insulin pump due to pump alarm and drive support cap was normal. It was also reported that they got motor error alarm 2nd time and blood glucose was high, treated it with syringe and this was happened twice already and got hospitalized. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted. Device passed rewind test, basic occlusion test, prime or compromised force sensor system alarm test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had minor scratched lcd window, cracked reservoir tube lip and stained address or serial number label.